Event description:
A system operator reports the laser stopped firing during a procedure. She reset the system and was able to complete the surgery. The surgeon stated the pt was not harmed or injured by this event.

Manufacturer narrative:
Reporting of this complaint is based on receipt of a letter from FDA dated april 10, 2008 regarding the fileability of complaint determined to be an injury and complaint determined to be a reportable malfunction per the 2-year rule. As a result of this FDA letter, all complaint files for the ladarvision 4000 and ladar6000 products were reviewed. Based on the criteria for filing set forth in this letter, alcon established a new 2-year reporting rule for this type of event, starting from 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the technical manager (tm) was dispatched to the site to evaluate the device and was unable to duplicate the reported issue, however, the laser not firing was confirmed through the surgery database. The tm calibrated the thyratron heater and reservoir voltages as a preventative and verified there were no missed pulses. No parts were replaced or returned for manufacturing investigation. He completed a system verification prior to departure. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.